Event description:
It was reported that tip detachment occurred. A 182cm straight tip v-14 control wire guidewire was advanced but during procedure the tip of the device got detached in the tibioperoneal trunk. The physician tried to removed the detached component but did not succeed. The procedure ended well. No patient complications were reported and the patient status was fine.